Manufacturer narrative:
Zoll medical corp has not rec'd the device for eval, and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a male pt for cardiac arrest, the device inappropriately shut down. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired; however, it was not a result of the reported malfunction.